Event description:
The manufacturer's rep reported that at pump refill, the actual reservoir volume was 14 cc's. The estimated reservoir volume was 4 cc's. No patient symptoms are reported. The pump remains implanted. A follow-up report will be sent if additional information becomes available.